Manufacturer narrative:
The device was received with corrosion on the battery stack. During investigation, fluid was observed to be leaking at the nailhead and hard cannula interface on the unexposed portion of the soft cannula indicating that the nailhead was not properly sealed around the hard cannula. This leak caused fluid to accumulate inside of the device resulting in the observed corrosion on the battery stack, insufficient battery voltages, and data loss. The damaged unexposed soft cannula is confirmed to have caused improper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 425 mg/dl while wearing the pod between 4 and 24 hours on the leg.